Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. The trigger was returned unengaged, and the jaws were in their natural position. No defects or anomalies were observed on the device. There was biological material observed on the device. The reported complaint of "clip(s) not loading properly" could not be confirmed based upon the sample received. The device was returned with the trigger unengaged. Functional testing was performed and upon actuating the trigger, the trigger ears were observed to have been broken off, as no ratchet sounds were heard upon engagement. The device was disassembled, and the trigger ears were confirmed to have been broken off. The correct amount of grease was seen on the trigger ears and ratchet. No clips were found to be remaining in the device; the indicator clip wasn't returned as well. No other damage was observed anywhere on the device. R & d was consulted about the defects observed in this device. R & d could not determine a conclusive reasoning for the broken trigger ears. It is important to receive the device with clips remaining in order to perform a complete functional test, to determine the root cause of the defect. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "a loading failure occurred during the surgical procedure". No patient harm or injury.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "a loading failure occurred during the surgical procedure". No patient harm or injury.